Event description:
User facility reported that during use of the device on a pt receiving ventilation with a warming humidifier, the pt began to desaturate. Admin of add'l oxygen was not successful in increasing saturation levels. The pt's tracheal tube was removed and another was placed. The clinician reportedly inspected and removed tube and found the device was occluded with pt mucous. No permanent adverse effect to pt were reported.

Manufacturer narrative:
MFR completed the entire form. Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.